Manufacturer narrative:
(B)(4). The sample was received for evaluation on an unspecified date in the second week of (B)(6) 2014. The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the service history and the event history log was performed. The review of service history did not identify any previous servicing events within the past year. A review of the device event history log did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized eight days prior to receipt of this report for ¿angina pain that would not go away¿. The cause of death was reported as cardiac arrest. It was reported that therapy was ongoing at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The service history review was not actually performed for the reported event on this device. The device was last serviced more than one year prior to the reported event. A device history record review was completed. A review of the device history indicated that a manufacture of the device was not related to the reported issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).